Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump, advising the customer to use multiple daily injections (mdi) as a backup therapy.